Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
During insertion of the infusion set, the patient with diabetes pressed down on the applicator and felt it engage and penetrate the skin; however, no clicking sound was heard. Upon removing the applicator, the needle remained lodged in the patient¿s skin and did not retract. The patient manually removed both the needle and the applicator, which resulted in significant bleeding. The infusion site initially remained attached to the body but was later removed by the patient due to the bleeding. The patient was unsure whether the cannula remained in the leg or if the infusion set did not contain one. The affected area became firm to touch. The patient then rotated the site and inserted another cleo 90 infusion set, which functioned properly. The event involved the patient and resulted in no harm.